Event description:
It was reported to philips that the device failed op check. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) and bench technician confirmed the device fails operational check. The device needs a processor pca and a therapy pca. The philips representative has identified this as malfunctioning parts. The processor pca and therapy pca need to replaced. Once the customer approves repair quoted they replaced and then the device will be validated by performance assurance testing. No further investigation needs to be done at this point.